Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, unexpected restart error test and self-test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08670 inches. Unit was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 40 to 60 mg/dl at the time of the incident. The customer was at 24 mg/dl at the time of admission, and 74 mg/dl at the time of the call. The customer used food to treat and was also given intravenous fluids. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer believes their pump may be on the fritz. Customer also experienced high blood glucose incidents of around 300 mg/dl. The customer treated the highs with the pump. The insulin pump will be returned for analysis.